Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator was in backup vvi. The device was explanted and replaced. The patient was stable post procedure.